Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after a coronary interventional procedure. Reportedly, after achieving hemostasis with the clip of the starclose se device, the device could not be removed from the patient anatomy. The access ports were used unsuccessfully. The device was cut in half and patient was taken to the operating room. The device was removed from the patient anatomy and manual conjunctive pressure was applied for oozing from the tissue track. A delay in the procedure occurred as the patient needed to be transferred to the operating room to have the device surgically removed. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.